Event description:
During a pta/stenting treatment procedure, the symphony biliary stent dislodged from the delivery system and was deployed outside of the target lesion. During advancement to the lesion, resistance was encountered passing the delivery device through the aortic bifurcation. The lesion being treated was 60% calcified in the 6mm diameter left external iliac artery. The lesion had not been pre-dilated. Following dislodgment from the delivery device, the stent was freely deployed above the target lesion and post dilated using a 7 mm balloon. A new symphony stent was successfully implanted in the target lesion. No pt injuries or complications were reported. The pt's status was reported as 'satisfactory/good.'